Event description:
Reporting status: serious injury; disability; surgical intervention. Reporting rationale device portion of device remains in pt; shaft separation requiring surgical intervention. Device issue: shaft separation. It was reported that during a ptca procedure, the voyager balloon was placed into the heavily calcified mid right coronary artery lesion and inflated to 15 atm. Without completely deflating the balloon, it was inflated again to 18 atm. Further dilatation was needed, so the balloon was again inflated to about 10 atm, at which time the balloon burst. An attempt was then made to remove the balloon, but it was stuck. Although there was resistance, the catheter was pulled back 1 to 2 cm proximal to the lesion, but it would not withdraw any further. Pulling harder on the catheter, the voyager was removed, but the distal end, including the balloon, separated and remained on the guide wire, 1 cm proximal to the lesion. The pt went to surgery, where coronary artery bypass grafting was performed. The guide catheter and guide wire were removed, but the distal piece of catheter remains in the pt. No additional event or pt info is available.